Event description:
It was reported that the wake button on the pump was difficult to press and occasionally required multiple attempts to activate the pump screen. There was no adverse impact to the customer's blood glucose level. The customer continued to use current pump.